Manufacturer narrative:
The universal surgical manipulator (usm) has been evaluated by the failure analysis (fa) team. Fa was not able to reproduce the reported complaint. The usm was tested on an in-house system in normal mode where it passed. The usm was also tested on a test platform where it passed. Inspection on the usm was performed where no signs of damage nor fluid intrusion were detected.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, arm 3 would lock up. The customer attempted to drape arm 3 again with no joy. Surgeon switched the monopolar curved scissors (mcs) to arm 4 and continued with the procedure. Instrument behaved as expected on arm 4. Customer would like the system checked but will try to power cycle the system later. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Field service engineer (fse) replaced the universal surgical manipulator (usm). System tested and verified as ready for use. Isi has received the usm; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.